Manufacturer narrative:
One service replacement ep-1 mini mdu was received and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was observed. Complaint of overheating was confirmed. Mdu failed for motor stall error and overheating. Cause of motor stall and overheating is a worn motor. After the evaluation, the root cause for the reported issue was determined to be wear and tear of the motor. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
Other: no evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the hand control overheated during an ankle scope procedure. A backup device was utilized to complete the procedure. No patient injury or complications were reported.